Event description:
Ous MDR - the patient felt his heartbeats and went to the hospital. The device was confirmed at 100 to 120 ppm in v pacing via the iegm. The date the patient went to the hospital was not reported. On (B)(6) 2017 the local field representative was informed of a generator change out from this single chamber pacemaker to a dual chamber pacemaker, along with a new atrial lead. The physician was concerned with the high rate with this pacemaker. The rep explained about this function of the sensor gain, but the physician still had concerns. The device was not returned.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed values of the rv pacing impedance of greater than 2500 ohms in unipolar configuration with a corresponding lead failure message. Based on this observation the integrity of the rv lead cannot be assured. Otherwise the data documented a normal pacemaker behavior. Regarding the high pacing rates mentioned in the complaint description, this most likely resulted from a high value of the sensor gain parameter. The pacemaker functioned as expected and there was no indication of a device malfunction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data did not reveal any indication of a pacemaker malfunction.